Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube), cracked battery tube threads and cracked case corner of belt clip rails. Unable to perform displacement test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. No harm requiring medical intervention was reported. The device will be returned for analysis.